Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a downstream occlusion unresolved with troubleshooting. The rate was 5.0, reservoir volume 6.3 with 3 hours 9 minutes remaining. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.